Manufacturer narrative:
Based on the information available and from visual examination of the returned device, possible suspected root cause is rotation of the screw/driver while the screw failed to advance further into the tunnel, resulting in shear failure of the screw, particularly if the driver was not fully engaged. In addition, insertion over a bent guidewire would prevent the screw from advancing.

Event description:
The customer reported that during acl reconstruction surgery, the screw broke inside the tibial drilling channel during insertion. A piece of the screw still remains in the patient - the surgeon placed a small screw in addition.